Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from date manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) randomly shuts off, and muscle spasms occur. The patient underwent an ipg revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility.